Event description:
It was reported that the patient's lead was showing high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect device analysis of fracture. The reported high impedance was confirmed. Microscopic inspection of the returned lead identified a broken wire in the lead body that corresponded to channel 8 would cause high impedance. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.